Event description:
On (B)(6) 2011, the patient underwent treatment for a descending thoracic aortic aneurysm with gore tag thoracic endoprostheses. During the final ballooning with a gore tri-lobe balloon catheter, the physician over-inflated the balloon, and the patient's blood pressure dropped. Aortic damage around the distal end of the most distal device (B)(4) was identified, possibly a rupture or dissection. Another tag device (B)(4) was placed to repair the aortic damage, but during touch-up ballooning at the junction area, cardiac arrest occurred. Cardiac function was restored, but a type iii endoleak was identified, requiring another tag device. The endoleak resolved with placement of the additional stent-graft, and the patient's pulse and blood pressure returned to normal. The patient tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the manufacturing records review verified that the lot met all pre-release specifications.